Event description:
During the endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary duct, the ultratome xl sphincterotome would not bow. The physician completed with a competitor's tome with no pt complications. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as the device has been disposed; therefore, a failure analysis of the complaint device would not be completed. A review of the batch history historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.